Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to fractured pegs on the patellar component. The patella was removed and replaced with a cemented patella.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.